Event description:
End-user reports burning sensation around left shin after applying the intended use product. Report also noted that the area was cleansed before application. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The retain sample was examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any manufacturing defect. Components used were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue. It is noted tha there are blank areas on this form, the information was not provided or is unknown.